Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous brachiocephalic vein. This 10.0 x 40, 135cm mustang balloon catheter was selected for pre-dilation. The 1st inflation was inflated to nominal pressure and upon the 2nd inflation, the balloon ruptured at 20atms. The procedure was completed with this mustang balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous brachiocephalic vein. This 10.0 x 40, 135cm mustang balloon catheter was selected for pre-dilation. The 1st inflation was inflated to nominal pressure and upon the 2nd inflation, the balloon ruptured at 20atms. The procedure was completed with this mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was noted that the balloon material was torn longitudinally along its entire length. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is determined to be user related as the dfu recommended rated burst pressure for this device was exceeded. (B)(4).